Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient started essure. On (B)(6) 2015, 1755 days after starting essure, the patient experienced scar ("she was left with permanent scars after the surgery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), back pain ("back pain"), vaginal discharge ("vaginal discharge"), change of bowel habit ("change in bowel habits"), bladder disorder ("change in bladder habits"), swelling ("swelling"), mood swings ("mood swings") and weight increased ("weight gain"). The patient was treated with surgery (laparoscopic essure removal and bilateral salpingectomy performed on (B)(6) 2015). Essure was withdrawn. At the time of the report, the pelvic pain, back pain, vaginal discharge, change of bowel habit, bladder disorder, swelling, mood swings, weight increased and scar outcome was unknown. The reporter considered pelvic pain, back pain, vaginal discharge, change of bowel habit, bladder disorder, swelling, mood swings, weight increased and scar to be related to essure. The reporter commented: most of plaintiff's symptoms resolved after the surgery on (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2010: hysterosalpingogram result was full occlusion confirmed. Company causality comment: this litigation case report refers to an unspecified aged female plaintiff who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2010, and reported adverse events including chronic pelvic pain. She had laparoscopic essure removal and bilateral salpingectomy performed on (B)(6) 2015. Pelvic pain is highly prevalent in women, and may have gynecological and nongynecological causes. In this case, no alternative explanation was given for plaintiff's pain. This case was classified as incident since device removal was required. Follow up information will be obtained through the litigation process. A product technical analysis is being sought.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure device is a small coil was still noted to be within the uterus and this was removed without difficulty"), device breakage ("inner coil was then attempted to be extracted; however, only part of that was able to be successfully removed") and genital haemorrhage ("abnormal bleeding (general)") in a 44-year-old female patient who had essure (batch no. 664442) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 (((B)(6) 1995)), cesarean section in 1995, knee arthroscopy and tonsillectomy. Previously administered products included for birth control: ortho n ovum oral pill from 2007 to 2010. Past adverse reactions to the above products included nausea with ortho n ovum oral pill. Concurrent conditions included anxiety, diabetes, menstruation abnormal, paratubal cyst, pelvic adhesions and intestinal adhesions. Family history included diabetes mellitus (paternal, maternal), prostate cancer (paternal) and uterine cancer (maternal). Concomitant products included anxiolytics for anxiety, anti-diabetics since 2010 for diabetes as well as alprazolam, anaesthetics (anesthesia), cefazolin sodium (ancef), ketorolac tromethamine (toradol), liraglutide (victoza) since 2015, metformin, sertraline (zoloft) since 2011 and sinografin. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced change of bowel habit ("change in bowel habits") and micturition disorder ("change in bladder habits"). In 2010, the patient experienced psoriasis ("rashes or skin conditions type: psoriasis"). In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain/pain"), weight increased ("weight gain"), hormone level abnormal ("hormonal changes (describe: thrown into menopause at 44 years of age)"), dysmenorrhoea ("dysmenorrhea (cramping),"), migraine ("migraines / headaches") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2015, the patient experienced scar ("she was left with permanent scars after the surgery"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device expulsion ("essure device is a small coil was still noted to be within the uterus and this was removed without difficulty"), back pain ("back pain varied from mild to severe"), vaginal discharge ("vaginal discharge"), swelling ("swelling"), mood swings ("mood swings"), pain in extremity ("leg pain varied from mild to severe"), neck pain ("neck pain varied from mild to severe"), menopause ("menopause") and headache ("headache"). The patient was treated with surgery (laparoscopic essure removal and bilateral salpingectomy performed on (B)(6) 2015) and surgery (laparoscopic essure removal and bilateral salpingectomy performed on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device breakage, genital haemorrhage, device expulsion, pelvic pain, back pain, vaginal discharge, change of bowel habit, micturition disorder, swelling, mood swings, weight increased, scar, hormone level abnormal, psoriasis, dysmenorrhoea, migraine, pain in extremity, neck pain, female sexual dysfunction, menopause and headache outcome was unknown. The reporter considered back pain, change of bowel habit, device breakage, device expulsion, dysmenorrhoea, embedded device, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menopause, micturition disorder, migraine, mood swings, neck pain, pain in extremity, pelvic pain, psoriasis, scar, swelling, vaginal discharge and weight increased to be related to essure. The reporter commented: most of plaintiff's symptoms resolved after the surgery on (B)(6) 2015. Some of the pain decreased. Much of pain went away. Within days of removal. She did not claimed essure worsened a previously existing injury/condition. She did not had complications or problems that occurred at the time of your essure placement procedure. She did not had complications from your essure removal procedure. She did not allege that essure caused birth defects. The device was in good position with trailing coils on the side. A similar fashion was used on the opposite side with 7 trailing coils on the l- side. The procedure was then completed after a total of 5 minutes. Bilateral tubal ostia were visualized with no evidence of essure coils or fragments remaining. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: full occlusion confirmed. Pregnancy test urine - on (B)(6) 2010: negative essure confirmation test: other (please describe) device was in place. Device was in place and tissue surrounding device was forming scar tissue (communicated by physician in 2010). (B)(6) 2010, essure done without difficulty. (B)(6) 2010, hysterosalpingogram: successful hysterosalpingogram demonstrating absence of contrast filling into the bilateral fallopian tubes and successful placement of essure devices. Transvaginal and transabdominal pelvic ultrasound: the uterus measures 10.3 x 4.0 x 4.9 cm with endometrial canal 6.8 mm. Right ovary 2.6 x 1.3 x 2.9 cm and the left ovary 3.1 x 1.9 x 2.3 cm. Essure coils are seen in bilateral adnexa. (B)(6) 2011, mammogram bilateral: there is a scattered fibro glandular pattern without evidence of focal asymmetry, pathologic calcification, skin thickening or nipple retraction. Ultrasound of pelvis including trans vaginal study: the uterus measures 11.3 x 4.2 x 5.2 cm. Endometrium measures 6 mm. The right ovary measures 3.9 x 1.2 x 1.6 cm. The left ovary measures 3.2 x 1.4 x 1.9 cm. Impression: unremarkable pelvic ultra sonogram. A pap smear was performed was (B)(6) 2013. A mammogram was performed was (B)(6) 2012. (B)(6) 2015, small anteverted uterus; however, exam was limited by body habitus. Intraoperative: normal-appearing uterus. The right fallopian tube with the tip of the essure device visible through the tube but not through the mesosalpinx. The left fallopian tube was normal except a small para tubal cyst and adhesions to the pelvic sidewall were noted. Normal bilateral ovaries. Adhesions of the left colon to the pelvic sidewall. Possible old endometriotic implants. In the left ovarian fossa. Normal upper abdominal survey. Hysteroscopy with no visible coils and bilateral tubal ostia seen. Concerning injuries reported in this case the following ones were described in patient medical records: embedded device, device breakage, device expulsion, pelvic pain, swelling, mood swings, vaginal discharge, change of bowel habit, micturition disorder, dysmenorrhea (cramping). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure device is a small coil was still noted to be within the uterus and this was removed without difficulty"), device breakage ("inner coil was then attempted to be extracted; however, only part of that was able to be successfully removed") and genital haemorrhage ("abnormal bleeding (general)") in a 44-year-old female patient who had essure (batch no. 664442) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 ((B)(6) 1995)), cesarean section in 1995, knee arthroscopy and tonsillectomy. Previously administered products included for birth control: ortho n ovum oral pill from 2007 to 2010. Past adverse reactions to the above products included nausea with ortho n ovum oral pill. Concurrent conditions included anxiety, diabetes, menstruation abnormal, paratubal cyst, pelvic adhesions and intestinal adhesions. Family history included diabetes mellitus (paternal, maternal), prostate cancer (paternal) and uterine cancer (maternal). Concomitant products included anxiolytics for anxiety, anti-diabetics since 2010 for diabetes as well as alprazolam, anaesthetics (anesthesia), cefazolin sodium (ancef), ketorolac tromethamine (toradol), liraglutide (victoza) since 2015, metformin, sertraline (zoloft) since 2011 and sinografin. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced change of bowel habit ("change in bowel habits") and micturition disorder ("change in bladder habits"). In 2010, the patient experienced psoriasis ("rashes or skin conditions type: psoriasis"). In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain/pain"), weight increased ("weight gain"), hormone level abnormal ("hormonal changes (describe: thrown into menopause at 44 years of age)"), dysmenorrhoea ("dysmenorrhea (cramping),"), migraine ("migraines / headaches") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2015, the patient experienced scar ("she was left with permanent scars after the surgery"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device expulsion ("essure device is a small coil was still noted to be within the uterus and this was removed without difficulty"), back pain ("back pain varied from mild to severe"), vaginal discharge ("vaginal discharge"), swelling ("swelling"), mood swings ("mood swings"), pain in extremity ("leg pain varied from mild to severe"), neck pain ("neck pain varied from mild to severe"), menopause ("menopause") and headache ("headache"). The patient was treated with surgery (laparoscopic essure removal and bilateral salpingectomy performed on (B)(6) 2015) and surgery (laparoscopic essure removal and bilateral salpingectomy performed on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device breakage, genital haemorrhage, device expulsion, pelvic pain, back pain, vaginal discharge, change of bowel habit, micturition disorder, swelling, mood swings, weight increased, scar, hormone level abnormal, psoriasis, dysmenorrhoea, migraine, pain in extremity, neck pain, female sexual dysfunction, menopause and headache outcome was unknown. The reporter considered back pain, change of bowel habit, device breakage, device expulsion, dysmenorrhoea, embedded device, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menopause, micturition disorder, migraine, mood swings, neck pain, pain in extremity, pelvic pain, psoriasis, scar, swelling, vaginal discharge and weight increased to be related to essure. The reporter commented: most of plaintiff's symptoms resolved after the surgery on (B)(6) 2015. Some of the pain decreased. Much of pain went away. Within days of removal. She did not claimed essure worsened a previously existing injury/condition. She did not had complications or problems that occurred at the time of your essure placement procedure. She did not had complications from your essure removal procedure. She did not allege that essure caused birth defects. The device was in good position with trailing coils on the side. A similar fashion was used on the opposite side with 7 trailing coils on the l- side. The procedure was then completed after a total of 5 minutes. Bilateral tubal ostia were visualized with no evidence of essure coils or fragments remaining. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: full occlusion confirmed. Pregnancy test urine - on (B)(6) 2010: negative. Essure confirmation test: other (please describe) device was in place. Device was in place and tissue surrounding device was forming scar tissue (communicated by physician in 2010). (B)(6) 2010, essure done without difficulty. (B)(6) 2010, hysterosalpingogram: successful hysterosalpingogram demonstrating absence of contrast filling into the bilateral fallopian tubes and successful placement of essure devices. Transvaginal and transabdominal pelvic ultrasound: the uterus measures 10.3 x 4.0 x 4.9 cm with endometrial canal 6.8 mm. Right ovary 2.6 x 1.3 x 2.9 cm and the left ovary 3.1 x 1.9 x 2.3 cm. Essure coils are seen in bilateral adnexa. (B)(6) 2011, mammogram bilateral: there is a scattered fibro glandular pattern without evidence of focal asymmetry, pathologic calcification, skin thickening or nipple retraction. Ultrasound of pelvis including trans vaginal study: the uterus measures 11.3 x 4.2 x 5.2 cm. Endometrium measures 6 mm. The right ovary measures 3.9 x 1.2 x 1.6 cm. The left ovary measures 3.2 x 1.4 x 1.9 cm. Impression: unremarkable pelvic ultra sonogram. A pap smear was performed was (B)(6) 2013. A mammogram was performed was (B)(6) 2012. (B)(6) 2015, small anteverted uterus; however, exam was limited by body habitus. Intraoperative: normal-appearing uterus. The right fallopian tube with the tip of the essure device visible through the tube but not through the mesosalpinx. The left fallopian tube was normal except a small para tubal cyst and adhesions to the pelvic sidewall were noted. Normal bilateral ovaries. Adhesions of the left colon to the pelvic sidewall. Possible old endometriotic implants. In the left ovarian fossa. Normal upper abdominal survey. Hysteroscopy with no visible coils and bilateral tubal ostia seen. Concerning injuries reported in this case the following ones were described in patient medical records: embedded device, device breakage, device expulsion, pelvic pain, swelling, mood swings, vaginal discharge, change of bowel habit, micturition disorder, dysmenorrhea (cramping). Most recent follow-up information incorporated above includes: on 21-may-2018: pfs received. Event added: menopause, headache. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure device is a small coil was still noted to be within the uterus and this was removed without difficulty"), device breakage ("inner coil was then attempted to be extracted; however, only part of that was able to be successfully removed") and genital haemorrhage ("abnormal bleeding (general)") in a 44-year-old female patient who had essure (batch no. 664442) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 (((B)(6) 1995)), cesarean section in 1995, knee arthroscopy and tonsillectomy. Previously administered products included for birth control: ortho n ovum oral pill from 2007 to 2010. Past adverse reactions to the above products included nausea with ortho n ovum oral pill. Concurrent conditions included anxiety, diabetes, menstruation abnormal, paratubal cyst, pelvic adhesions and intestinal adhesions. Family history included diabetes mellitus (paternal, maternal), prostate cancer (paternal) and uterine cancer (maternal). Concomitant products included anxiolytics for anxiety, anti-diabetics since 2010 for diabetes as well as alprazolam, anaesthetics (anesthesia), cefazolin sodium (ancef), ketorolac tromethamine (toradol), liraglutide (victoza) since 2015, metformin, sertraline (zoloft) since 2011 and sinografin. On ((B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced change of bowel habit ("change in bowel habits") and micturition disorder ("change in bladder habits"). In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain"), hormone level abnormal ("hormonal changes (describe: thrown into menopause at 44 years of age)"), psoriasis ("rashes or skin conditions type: psoriasis"), dysmenorrhoea ("dysmenorrhea (cramping),"), migraine ("migraines / headaches"), headache ("migraines / headaches") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On ((B)(6) 2015, the patient experienced scar ("she was left with permanent scars after the surgery"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), device expulsion ("essure device is a small coil was still noted to be within the uterus and this was removed without difficulty"), back pain ("back pain varied from mild to severe"), vaginal discharge ("vaginal discharge"), swelling ("swelling"), mood swings ("mood swings"), pain in extremity ("leg pain varied from mild to severe") and neck pain ("neck pain varied from mild to severe"). The patient was treated with surgery (laparoscopic essure removal and bilateral salpingectomy performed on ((B)(6) 2015). Essure was removed on ((B)(6) 2015. At the time of the report, the embedded device, device breakage, genital haemorrhage, device expulsion, back pain, vaginal discharge, change of bowel habit, micturition disorder, swelling, mood swings, weight increased, scar, hormone level abnormal, psoriasis, dysmenorrhoea, migraine, headache, pain in extremity, neck pain and female sexual dysfunction outcome was unknown. The reporter considered back pain, change of bowel habit, device breakage, device expulsion, dysmenorrhoea, embedded device, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, micturition disorder, migraine, mood swings, neck pain, pain in extremity, psoriasis, scar, swelling, vaginal discharge and weight increased to be related to essure. The reporter commented: most of plaintiff's symptoms resolved after the surgery on ((B)(6) 2015. Some of the pain decreased. Much of pain went away. Within days of removal. She did not claimed essure worsened a previously existing injury/condition. She did not had complications or problems that occurred at the time of your essure placement procedure. She did not had complications from your essure removal procedure. She did not allege that essure caused birth defects. The device was in good position with trailing coils on the side. A similar fashion was used on the opposite side with 7 trailing coils on the l- side. The procedure was then completed after a total of 5 minutes. Bilateral tubal ostia were visualized with no evidence of essure coils or fragments remaining. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on ((B)(6) 2010: full occlusion confirmed pregnancy test urine - on ((B)(6) 2010: negative essure confirmation test: other (please describe) device was in place. Device was in place and tissue surrounding device was forming scar tissue (communicated by physician in 2010). ((B)(6) 2010, essure done without difficulty. ((B)(6) 2010, hysterosalpingogram: successful hysterosalpingogram demonstrating absence of contrast filling into the bilateral fallopian tubes and successful placement of essure devices. Transvaginal and transabdominal pelvic ultrasound: the uterus measures 10.3 x 4.0 x 4.9 cm with endometrial canal 6.8 mm. Right ovary 2.6 x 1.3 x 2.9 cm and the left ovary 3.1 x 1.9 x 2.3 cm. Essure coils are seen in bilateral adnexa. ((B)(6) 2011, mammogram bilateral: there is a scattered fibro glandular pattern without evidence of focal asymmetry, pathologic calcification, skin thickening or nipple retraction. Ultrasound of pelvis including trans vaginal study: the uterus measures 11.3 x 4.2 x 5.2 cm. Endometrium measures 6 mm. The right ovary measures 3.9 x 1.2 x 1.6 cm. The left ovary measures 3.2 x 1.4 x 1.9 cm. Impression: unremarkable pelvic ultra sonogram. A pap smear was performed was ((B)(6) 2013. A mammogram was performed was ((B)(6) 2012. ((B)(6) 2015, small anteverted uterus; however, exam was limited by body habitus. Intraoperative: normal-appearing uterus. The right fallopian tube with the tip of the essure device visible through the tube but not through the mesosalpinx. The left fallopian tube was normal except a small para tubal cyst and adhesions to the pelvic sidewall were noted. Normal bilateral ovaries. Adhesions of the left colon to the pelvic sidewall. Possible old endometriotic implants. In the left ovarian fossa. Normal upper abdominal survey. Hysteroscopy with no visible coils and bilateral tubal ostia seen. Concerning injuries reported in this case the following ones were described in patient medical records: embedded device, device breakage, device expulsion, pelvic pain, swelling, mood swings, vaginal discharge, change of bowel habit, micturition disorder, dysmenorrhea (cramping). Most recent follow-up information incorporated above includes: on 19-feb-2018: pfs and medical records received: reporters details added. Aka names added. Lot number added. Case medically confirmed. Events "embedded device, device breakage, hormonal changes (describe: thrown into menopause at 44 years of age), device expulsion, abnormal bleeding (general), rashes or skin conditions type: psoriasis, dysmenorrhea (cramping), migraines / headaches, leg pain varied from mild to severe, neck pain varied from mild to severe, apareunia (inability to have sexual intercourse)" added. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure device is a small coil was still noted to be within the uterus and this was removed without difficulty"), device breakage ("inner coil was then attempted to be extracted; however, only part of that was able to be successfully removed") and genital haemorrhage ("abnormal bleeding (general)") in a 44-year-old female patient who had essure (batch no: 664442) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 on (B)(6) 1995), cesarean section in 1995, knee arthroscopy and tonsillectomy. Previously administered products included for birth control: ortho n ovum oral pill from 2007 to 2010. Past adverse reactions to the above products included nausea with ortho n ovum oral pill. Concurrent conditions included anxiety, diabetes, menstruation abnormal, paratubal cyst, pelvic adhesions and intestinal adhesions. Family history included diabetes mellitus (paternal, maternal), prostate cancer (paternal) and uterine cancer (maternal). Concomitant products included anxiolytics for anxiety, anti-diabetics since 2010 for diabetes as well as alprazolam, anaesthetics (anesthesia), cefazolin sodium (ancef), ketorolac tromethamine (toradol), liraglutide (victoza) since 2015, metformin, sertraline (zoloft) since 2011 and sinografin. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced change of bowel habit ("change in bowel habits") and micturition disorder ("change in bladder habits"). In june 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant) and hormone level abnormal ("hormonal changes (describe: thrown into menopause at 44 years of age)"). In january 2011, the patient experienced pelvic pain ("chronic pelvic pain/pain"), dysmenorrhoea ("dysmenorrhea (cramping),"), migraine ("migraines / headaches") and headache ("headache"). In june 2011, the patient experienced psoriasis ("rashes or skin conditions type: psoriasis"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and menopause ("menopause /thrown into menopause"). In january 2012, the patient experienced weight increased ("weight gain"). In january 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient experienced scar ("she was left with permanent scars after the surgery"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device expulsion ("essure device is a small coil was still noted to be within the uterus and this was removed without difficulty"), back pain ("back pain varied from mild to severe"), vaginal discharge ("vaginal discharge"), swelling ("swelling"), mood swings ("mood swings"), pain in extremity ("leg pain varied from mild to severe") and neck pain ("neck pain varied from mild to severe"). The patient was treated with surgery (laparoscopic essure removal and bilateral salpingectomy performed on (B)(6) 2015) and surgery (laparoscopic essure removal and bilateral salpingectomy performed on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device breakage, genital haemorrhage, device expulsion, pelvic pain, back pain, vaginal discharge, change of bowel habit, micturition disorder, swelling, mood swings, weight increased, scar, hormone level abnormal, psoriasis, dysmenorrhoea, migraine, pain in extremity, neck pain, female sexual dysfunction, menopause, headache, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered back pain, change of bowel habit, device breakage, device expulsion, dysmenorrhoea, embedded device, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menopause, menorrhagia, micturition disorder, migraine, mood swings, neck pain, pain in extremity, pelvic pain, psoriasis, scar, swelling, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: most of plaintiff's symptoms resolved after the surgery on (B)(6) 2015. Some of the pain decreased. Much of pain went away. Within days of removal. She did not claimed essure worsened a previously existing injury/condition. She did not had complications or problems that occurred at the time of your essure placement procedure. She did not had complications from your essure removal procedure. She did not allege that essure caused birth defects. The device was in good position with trailing coils on the side. A similar fashion was used on the opposite side with 7 trailing coils on the l- side. The procedure was then completed after a total of 5 minutes. Bilateral tubal ostia were visualized with no evidence of essure coils or fragments remaining. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2010: full occlusion confirmed. Pregnancy test urine: on (B)(6) 2010: negative. Essure confirmation test: other (please describe) device was in place. Device was in place and tissue surrounding device was forming scar tissue (communicated by physician in 2010). On (B)(6) 2010, essure done without difficulty. On (B)(6) 2010, hysterosalpingogram: successful hysterosalpingogram demonstrating absence of contrast filling into the bilateral fallopian tubes and successful placement of essure devices. Transvaginal and transabdominal pelvic ultrasound: the uterus measures 10.3 x 4.0 x 4.9 cm with endometrial canal 6.8 mm. Right ovary 2.6 x 1.3 x 2.9 cm and the left ovary 3.1 x 1.9 x 2.3 cm. Essure coils are seen in bilateral adnexa. On (B)(6) 2011, mammogram bilateral: there is a scattered fibro glandular pattern without evidence of focal asymmetry, pathologic calcification, skin thickening or nipple retraction. Ultrasound of pelvis including trans vaginal study: the uterus measures 11.3 x 4.2 x 5.2 cm. Endometrium measures 6 mm. The right ovary measures 3.9 x 1.2 x 1.6 cm. The left ovary measures 3.2 x 1.4 x 1.9 cm. Impression: unremarkable pelvic ultra sonogram. A pap smear was performed was on (B)(6) 2013. A mammogram was performed was on (B)(6) 2012. On (B)(6) 2015, small anteverted uterus; however, exam was limited by body habitus. Intraoperative: normal-appearing uterus. The right fallopian tube with the tip of the essure device visible through the tube but not through the mesosalpinx. The left fallopian tube was normal except a small para tubal cyst and adhesions to the pelvic sidewall were noted. Normal bilateral ovaries. Adhesions of the left colon to the pelvic sidewall. Possible old endometriotic implants. In the left ovarian fossa. Normal upper abdominal survey. Hysteroscopy with no visible coils and bilateral tubal ostia seen. Concerning injuries reported in this case the following ones were described in patient medical records: embedded device, device breakage, device expulsion, pelvic pain, swelling, mood swings, vaginal discharge, change of bowel habit, micturition disorder, dysmenorrhea (cramping). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - new event "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia)" were added. Event onset date was updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2015, 4 years 9 months after insertion of essure, the patient experienced scar ("she was left with permanent scars after the surgery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), vaginal discharge ("vaginal discharge"), change of bowel habit ("change in bowel habits"), micturition disorder ("change in bladder habits"), swelling ("swelling"), mood swings ("mood swings") and weight increased ("weight gain"). The patient was treated with surgery (laparoscopic essure removal and bilateral salpingectomy performed on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, back pain, vaginal discharge, change of bowel habit, micturition disorder, swelling, mood swings, weight increased and scar outcome was unknown. The reporter considered back pain, change of bowel habit, micturition disorder, mood swings, pelvic pain, scar, swelling, vaginal discharge and weight increased to be related to essure. The reporter commented: most of plaintiff's symptoms resolved after the surgery on (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: full occlusion confirmed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 21-apr-2017: quality safety evaluation for product technical complaint. Company causality comment: this litigation case report refers to an unspecified aged female plaintiff who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2010, and reported adverse events including chronic pelvic pain. She had laparoscopic essure removal and bilateral salpingectomy performed on (B)(6) 2015. Pelvic pain is highly prevalent in women, and may have gynecological and non gynecological causes. In this case, no alternative explanation was given for plaintiff's pain. This case was classified as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow up information will be obtained through the litigation process.